Event description:
The following information was provided by the initial reporter: material: 306547 batch#: unknown verbatim: complaint via email. Email(s) attached bd #306547: bd posiflush¿ prefilled normal saline flush syringe, 10 ml syringe 10 ml saline fill our team is indicating there is a lip on the flange of the syringe causing the medfusion pumps to alert with a message of "occlusion." Has something changed with these? The regular syringes don't have this lip.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.4. Applicable 510k numbers are k003553;k161552. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.